Event description:
It was reported that the glenosphere adapter tip broke off inside of glenosphere when impacting glenosphere onto baseplate. The broken tip was not able to be removed from the implant. The glenosphere locking screw was not able to be tightened to lock glenosphere to baseplate. Surgeon elected not to remove glenosphere for fear of clinical complication.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: according to the information received, "it was reported that the glenosphere adapter tip broke off inside of glenosphere when impacting glenosphere onto baseplate. The broken tip was not able to be removed from the implant. The glenosphere locking screw was not able to tightened to lock glenosphere to baseplate. Surgeon elected not to remove glenosphere for fear of clinical complication." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the glenosphere inserter tip was broken from the threaded tip. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the glenosphere adapter tip broke off inside of glenosphere when impacting glenosphere onto baseplate. The broken tip was not able to be removed from the implant. The glenosphere locking screw was not able to tightened to lock glenosphere to baseplate. Surgeon elected not to remove glenosphere for fear of clinical complication. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed that the glenosphere inserter tip was broken from the threaded tip. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: it was reported that the glenosphere adapter tip broke off inside of glenosphere when impacting glenosphere onto baseplate. The broken tip was not able to be removed from the implant. The glenosphere locking screw was not able to tightened to lock glenosphere to baseplate. Surgeon elected not to remove glenosphere for fear of clinical complication. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the glenosphere inserter tip was broken from the threaded tip. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.